Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on the fiber bonding in the outer tube area (distal end), a dent on the outer tube, also, the cover-glass of the r-unit section is broken and therefore the image quality is poor. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damage on the fiber bonding in the outer tube area (distal end), a dent on the outer tube, also, the cover-glass of the r-unit section is broken and therefore the image quality is poor. There was no patient involvement.